Event description:
Related manufacturer report number: 2017865-2024-72306. It was reported that during an office check, sensing was noted to have dropped, and no capture was observed at high outputs on the right ventricular (rv) lead. The right ventricular (rv) lead was found to have perforated the myocardium. The rv lead was brought in for a revision. During the revision, the rv lead would not retract. The rv lead was therefore removed and replaced. Tissue was noted in the former rv lead's helix upon removal. During replacement, the set screw in the implantable cardioverter defibrillator (ICD) would not screw in. Attempts were made with two wrenches, but the set screw wouldn't advance. The ICD was exchanged during the same procedure. The patient was stable.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-72306.

Event description:
New information received notes low pacing impedance was also observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) during the procedure.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular setscrew was fully stripped and contained septum material inside its hex cavity. The damage to the setscrew was consistent with having occurred during the procedure. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
Correction: h1, h6.